Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second firing of segmental resection of lung and thoracoscopy procedure, the device could not be fired even an opening and closing check was done without problem. A new device was used to complete the firing without any problems. The event occurred during the procedure but the product was not used for patient. There was no patient injury.